Event description:
Additional information was received that the patient had subtherapeutic inr of 1.5 on (B)(6) 2019. The patient's pi was slightly increased at the time of admission but power and flows remained within normal limits. A chest x-ray and echo were done on (B)(6) 2019. The chest x-ray showed inflow cannula pointing towards the lateral wall of the left ventricle. The echo confirmed poor unloading of the left ventricle which was thought to be related to the position of the pump. The patient had some increased heart failure symptoms including shortness of breath, fatigue, weakness, and light headedness. The patient was treated with heparin drip and tirofibrin. The patient was discharged on (B)(6) 2019 on higher inr goal of 2.5-3.0 once the patient's lactate dehydrogenase (ldh) was back in normal range with it being 378 u/l on discharge. The patient was on plavix daily after discharge. The patient was deemed a poor candidate for pump replacement due to poor right ventricular function and third sternotomy and pump replacement.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the report of suspected device thrombus could not be conclusively determined through this evaluation. A specific cause for the elevated ldh could not be conclusively determined through this evaluation. Throughout the log file the device appeared to be operating as intended at the fixed speed and no notable alarms were captured. The patient remains ongoing on the device and no further events have been reported at this time. The heartmate ii lvas IFU lists thrombus and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years 11 months 8 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient was admitted for with subtherapeutic inr and increased ldh, with concern for pump thrombosis. Additional information was requested but not provided.